Manufacturer narrative:
Evaluation of returned device confirmed reported condition. Decision was made to recall based on an operator issue that was determined as part of an internal investigation. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2012. During the procedure the offset adapter was too large and could not be picked up with the handle. As a result there was a 30 minute delay in the procedure. The surgery was completed using another offset adapter.